Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg site which started after she suffered a fall that affected the ipg site. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. The issue has been resolved.